Manufacturer narrative:
The I/o hub was replaced on the system. System tested fully functional after replacement of I/o hub. The suspect system I/o hub was returned and evaluated. No fault was found. The unit tested fully functional on all ports. After replacement of the I/o hub and the computer no further related subsequent issues have recurred.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. The computer was replaced in the system and the issue has not recurred.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer had no hard drive or ram errors. The computer past all testing with no problems found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative reported a successful registration of the system using a resin head with touch-n-go registration. Navigation during this testing was successful. The reported issue could not be replicated.

Event description:
A medtronic representative received a report from a site that at the start of a cranial procedure, the navigation system became unresponsive. After a re-boot, the system regained normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.